Event description:
Updated concomitant devices reported:

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3/h6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H11: d11/ concomitant devices added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown insertion instruments/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the surgeon had to abandon using the cage and insertion instruments because of their inability to maintain a straight line. The thread that connected the silver handle to the tightening device for the cage was worn and was a weak point in the insertion device mechanism. The ratcheted or tension attachment for the cage caused a dangerous misalignment of the banana cage during insertion. Once the cage had been attached to the insertion device in the correct fashion the surgeon should have been able to insert it in a direct line with the instrument. The attachment of the cage was not able to hold the straight alignment and upon insertion the cage flexed and went into the spinal canal. It is crucial especially for mis that the cage be able to be inserted in the exact line that the surgeon placed it in. Once in the correct position of the disc space it can release the tension, the handle can move medially and can get in the desired position. Wear of the insertion device created an unsafe situation for the patient. There was a surgical delay of sixty (60) minutes. Another cage and inserter were used to complete the procedure. No fragments were generated. The procedure was completed successfully. There were no consequences to the patient. Concomitant devices reported: implant inserter sh connection (part number (B)(4), lot e19di0971, quantity 1), viper prime inserter shaft (part number (B)(4), lot unknown, quantity 1), viper prime inserter handle (part number (B)(4), lot mf4262402, quantity 1), prime stylet depth adjustor (part number (B)(4), lot mf4288302, quantity 1), viper prime insert drive tube (part number (B)(4), lot unknown, quantity 1), cage/spacer (part number unknown, lot unknown, quantity 1), handles (part number unknown, lot unknown, quantity 1), this report involves one (1) unknown insertion instruments. This is report 7 of 7 for (B)(4).

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: b5: update information provided for reporting. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
10/16/2020: this complaint involves eleven (11) device, this (B)(4) captures the 10 out of 11 devices reported / received while (B)(4) captures the other 1 out of 11 devices reported / received.